Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694365v implantable tachy lead - implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead's threshold has been increasing. The lead remains in use as the clinician is looking to increase the leads amplitude to six volts. No patient complications have been reported as a result of this event.